Event description:
Initial result for a pt tsh was <0.01 and when repeated, the result was 1.1. The incorrect result was not reported. The field service rep was unable to determine a cause for the discrepancy.